Event description:
Md reported product g-probe rfid from iridex ref (B)(4) malfunctioned left mark on patient. Adverse event no harm. Lot #s 900898 and 900910. Quarantined from entire surgery inventory. Machine model: cyclo g6 sn:(B)(4). Quarantined by biomed and service request initiated. Loaner machine requested. New inventory overnight shipped 3/30/23. Item lot #s confirmed with company and no active recalls. New lot # 200138 ready for use in emergency add-on case (B)(6) 2023.